Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving compounded baclofen (500.0 mcg/ml at 60.04 mcg/day) and fentanyl (100.0 mcg/ml at 12.01 mcg/day) via an implanted pump. The indication for use was intractable spasticity and movement disorders. It was reported the patient had withdrawal symptoms including increased pain, nausea, headaches following the addition of fentanyl to the pump medications and discontinuing the fentanyl patch on (B)(6) 2018. The clinical diagnosis was opioid withdrawal. The patient was scheduled for a same day it rate adjustment and the it rate was increased. It was indicated the event was related to the device or therapy and related to the drug fentanyl due to the addition of fentanyl to the pump concentrations and the discontinuation of fentanyl patch. The issue resolved without sequelae on (B)(6) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a clinical study on (B)(6) 2018. It was reported that the cause of the opioid withdrawal was the discontinuation of the fentanyl patch, and the addition of fentanyl to the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.